Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and possible reservoir leaks. The customer¿s blood glucose was 311 mg/dl at the time of incident and treated with insulin pump. High blood glucose troubleshooting was performed and completed. Customer reported possible reservoir leaks and the insulin pump was exposed to insulin. Customer also reported that the insulin pump had a keypad anomaly and the buttons were hard to press. Exposure to moisture could have led to keypad anomaly. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Damage to the insulin pump was also reported after it was dropped. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.